Event description:
It was reported that there were questions on whether the patient was getting locked out from getting boluses inappropriately. Per print report, 88/89 codes occurred on (B)(6) 2014 at 06:23, (B)(6) 2014 at 19:42, (B)(6) 2014 at 07:28, (B)(6) 2014 at 13:40, (B)(6) 2014 at 07:29, (B)(6) 2014 at 07:57, (B)(6) 2014 at 09:53 and (B)(6) 2014 at 08:19. It was later reported that the cause of the event was a fractured catheter. The event was attributed to a proximal ¿pump fracture¿. It was unknown if the patient experienced any symptoms or if any troubleshooting, interventions or other actions were taken to resolve the event. At the time of report, the patient was doing well and receiving effective therapy. The pump was used to infuse fentanyl, bupivacaine and droperidol. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 703w, lot# j0039905r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8703w, lot# j0039905r, implanted: (B)(6) 2000, product type: catheter. (B)(4).